Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred when the device was powered on "just before using it for a patient". There was no harm or injury reported. The device was replaced with another ventilator. During the evaluation of the device at the manufacturer's service center, the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue.